Manufacturer narrative:
The device was received by the resmed and an evaluation was performed. The preliminary evaluation of the device data logs confirmed the reported ventilation stop and system fault (sf 218 and sf 188) error messages. The device is currently being returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that while an astral device was being configured for the patient, it displayed system fault (sf 218 and sf 188) error messages and the ventilation stopped. This resulted in an alarm notifying the user of the error message. There was no patient harm or injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at resmed. The reported single occurrence of system faults (sf218 and sf188) and ventilation stop were confirmed through review of the device logs, however, no faults were reproduced during in-house testing. The investigation determined that the device was operating to specification. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).